Event description:
Event description cpi received information stating that this implantable pulse generator (ipg) was explanted due to inablity to estabilish telemetry, pacing failures, and programming failures. This ipg has been returned.

Manufacturer narrative:
Event conclusion: cpi analysis confirmed the allegation. The cause of the failure could not be determined, the unit began to operate normally during analysis.